Manufacturer narrative:
Serial number was requested but has not yet been provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the event log for controller (B)(4) recorded no external power / low power hazard alarms on (B)(6) 2021 at 05:57 and on (B)(6) 2021 at 23:17 while the device was powered through the mobile power unit (mpu). The controller operated on the system controller backup battery at that time and entered power save mode. This event was caused by power to the mpu (mobile power unit) being momentarily disrupted.

Manufacturer narrative:
Manufacturer investigation conclusion: the reported no external power alarms were confirmed via the submitted log file. The mobile power unit (mpu) was not returned for analysis; however, a log file was submitted for review and showed events spanning approximately 18 days (02jan2021 ¿ 20jan2021 per timestamp). No external power alarms alarms were active on (B)(6) 2021 at 05:57:48 and on (B)(6) 2021 at 23:17:20. These alarms occurred while connected to the mpu and appear to be caused by a loss of a/c power. The no external power alarms activated due the voltage across both cables simultaneously decreasing to ~0.0v in approximately 5 seconds. The backup battery provided power to the system during these events. The alarms cleared shortly after activating and pump operation was not affected. There were no other notable alarms active in the log file. Multiple good faith efforts were sent regarding product return, the serial number of the mobile power unit (mpu), if the mpu has a v-lock connector on the a/c power cord, if the power cord came loose at the outlet or back of the unit, and if there were any environmental circumstances that would have affected a/c power at the time of the event. To date, no response has been received. A root cause for the reported event could not be conclusively determined through this analysis; however, the alarms appear to be due to a loss of a/c power. A device history record could not be reviewed due to a serial number not being provided for the mobile power unit. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage advisory and no external power alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas. These sections explain how to properly switch between power sources. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.